Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer stated that all the buttons on the pump has started to not react quickly and sometimes they do not respond at all. The customer stated that the pump has been exposed to moisture as the customer is a figure skater. The customer will be sent a replacement pump.